Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.0, lab: ng. Date: (B)(6) 2010, inratio: ng, lab: , 7.2. Date: (B)(6) 2010, inratio: 2.7, lab: 6.7. Patient's coumadin dose was held on (B)(6) 2010 per doctor. On (B)(6) 2010, pt had bruising on arm.

Manufacturer narrative:
Investigation pending.